Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: many syringes have a kind of plastic stuck in the needle.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: many syringes have a kind of plastic stuck in the needle. ¿ was there any impact on the patient?: there was no impact on the patient as I spotted the problem before injecting the patient. D.1. Medical device brand name: bd ultra-fine¿ insulin syringe. D.2. Medical device manufacturer: bd medical - diabetes care. D.4. Medical device catalog #: 324918. D.4. Medical device lot #: 9189865. D.4. Medical device expiration date: 2024-07-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: bd medical - diabetes care. G.5. PMA/510(k)#: na. H.4. Device manufacture date: 2019-07-08.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: many syringes have a kind of plastic stuck in the needle. ¿ was there any impact on the patient?: there was no impact on the patient as I spotted the problem before injecting the patient.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: many syringes have a kind of plastic stuck in the needle. ¿ was there any impact on the patient?: there was no impact on the patient as I spotted the problem before injecting the patient.

Manufacturer narrative:
The following information has been updated: b.5 describe event or problem: it was reported that 3 bd ultra-fine¿ insulin syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: many syringes have a kind of plastic stuck in the needle. ¿ was there any impact on the patient?: there was no impact on the patient as I spotted the problem before injecting the patient. H.6 investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9189865. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure of foreign matter on the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. Date complaint received in holdrege:10 june 2022 catalog and batch #: 324918and 9189865. Catalog description: syringe 1ml 31ga 6mm 10 bag 500 sla. The operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects the missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two-lumen blows, assembles the shield to the barrel/cannula assembly, and detects missing shields. The automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial, syringe assembly dial, and various inspection and transfer dials. A review of the device history record and l2l was completed for batch# 9189865. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Complaints received for this device and reported conditions would continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data to identify emerging trends. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.